Event description:
It was reported that during a bph prostate procedure at 59,000 joules and 8 minutes of usage the fiber tip detached. No additional information provided. The fiber was exchanged and the case completed. Patient outcome: "no injuries to the patient" was reported.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4). The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint of" fiber tip detached" could not be confirmed; a fiber/glass cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.